Manufacturer narrative:
No adhesive anomaly could be confirmed due to the sensor being returned opened and used.

Event description:
Customer reported that she broke her sensor. Customer broke the sensor when she was trying to insert the sensor. She pulled it wrong and the top portion of the sensor pulled off. Customer's blood glucose level was 108 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.